Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was closure of an unknown vessel related to an unknown procedure. Reportedly, there were restrictions when deploying the foot with the first two devices. Two new devices were used; however there was a failure during plunger removal (suture retrieval issue). A new perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional testing was performed on the returned device. The reported mechanical jam lever/foot could not be confirmed as the foot deployment and retraction were verified via manually opening and closing the lever with no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported mechanical jam lever/foot could not be determined. Factors that may contribute to mechanical jam lever/difficult deploy the foot, include, but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.